Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (12/22/2013), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #1 (12/03/2013), additional information: on 12/03/2013, mss spoke with the lay user/patient and was provided the following information: the patient stated the alleged power issue began at an unspecified time on (B)(6) 2013. The patient manages his diabetes with insulin (lantus, 26 units at night; humalog, 16 units, 2 times a day) and continued with his usual daily dose of medication in response to the alleged issue. At an unspecified time on (B)(6) 2013, the patient reported he developed symptoms of ¿headaches, blurred vision, chest pain, kidneys were bothering him¿. The patient stated ¿he wasn¿t able to treat himself until he received the replacement meter¿ on (B)(6) 2013. When the patient received the replacement meter, he took an increased dose of insulin (humalog, 2 additional units) in response to the blood glucose results obtained with the replacement meter and the symptoms he had developed. The patient confirmed he began to feel better, ¿3-4 days¿ afterwards. On (B)(6) 2013 at 1:45 p. M. The patient stated he went into his doctor¿s office for a visit. The patient stated he was ¿examined and prescribed new medication¿. The patient confirmed he did not receive any treatment during his doctor¿s office visit. Based on the additional information provided, this will change the classification of this report to an adverse event because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began. The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his one touch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged power issue began the morning of (B)(6) 2013. The patient manages his diabetes with an insulin pump. The patient stated he continued with his usual daily dose of medication in response to the alleged issue. The patient reported, ¿a few hours¿ after the alleged issue occurred, he began to develop ¿nausea¿. On (B)(6) 2013, the patient stated, he went into his doctor¿s office for a visit. The patient claimed he was given ¿more insulin on pump¿ by a health care professional (hcp). There was no mention of the patient receiving any other treatment during his doctor¿s office visit. At the time of troubleshooting, the cca documented that there was no misuse of the product. The cca noted that the batteries in the subject meter were not due to be replaced. Replacement products were sent to the patient. Although, the patient was treated with insulin by a hcp, there is no indication that the subject meter caused or contributed to a serious injury. The patients reported symptom does not meet lfs criteria of a serious injury. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.